Manufacturer narrative:
-UDI is not available as product information was not provided. -the sterilization records could not be reviewed as the serial number and lot number were unknown.

Event description:
Voluntary medwatch received states that the atrial lead was explanted due to infection. No patient consequences was reported.